Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed black sticky material on the catheter tubing. The sample was sent for microscope fourier transform infrared spectroscopy to determine the foreign material type. The results showed the spectrum of foreign matter matched with silicone material. Silicone material is used as lubricant on the catheter adapter. The foreign matter was likely dropped on the catheter assembly during the silicone lubricant process. Action was taken to communicate the defect with the production technician and housekeeping was conducted to ensure the line was cleaned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
This is a complaint about foreign-body adhesion before use. It was reported that black, residue-like material adhering to the catheter portion before use.